Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we the technician confirmed that the distal body leak; however, this defect is not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).